Event description:
The customer used the device to check blood glucose and obtained a result of 280 mg/dl. Gave themselves 14 units of 70/30 insulin. About fifteen minutes later repeated the test on the device and obtained a result of 57 mg/dl. Attempted to drink orange juice to bring glucose up and passed out. Spouse found pt and called the paramedics. Treated with a glucose shot. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.